Event description:
Patient went to see surgeon after his total ankle. Primary surgeon implanted the components in varus and was causing the patient pain. Surgeon took the implants out and fused his ankle joint.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., morrisville pa and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown star tibial component. Device will not be returned.